Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had received a failed battery test. Customer¿s blood glucose was 110 mg/dl. Customer stated that insulin pump tested each new battery when inserted and battery may fail test if it has potential to cause insulin pump to lose power without warning. Customer troubleshoot was performed. Customer advised to that they insulin pump will need to be replaced and to revert to back up plan. Product will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the operating currents, self test and displacement test. No failed battery test alarm noted during test. (B)(4).